Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented with an infection sometime after a generator change. The entire system was extracted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.